Manufacturer narrative:
The hill-rom technician adjusted the brake mechanism and tightened the mounting bolts to resolve the issue.

Manufacturer narrative:
The hill-rom technician adjusted the brake mechanism and tightened the mounting bolts to resolve the issue.

Event description:
Information received indicated the brakes would not hold.